Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4). On 28-jul-2016, an fse visited the customer to address the reported event. During servicing, fse found that the controls were showing poo peaks. Fse then cleaned the syringes and replaced the syringe tips. They reseated the column and outlet ferrules and checked the pressure through each buffer. Fse also installed a new in-line filter and was able to get the retention time was still slightly long. When the flow rate was adjusted, the retention time returned to normal range. Patient samples were tested and no poo peaks were found. However, the customer was still getting low total areas. The small sample syringe was replaced and the issue resolved. Patient samples continued to recover normal. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was dirty sample syringes and the small sample syringe.

Event description:
On (B)(6) 2016, a customer reported front peak (fp) errors with their g8 analyzer. The customer tried adjusting the flow rate but they continued to get the front peaks. They performed a drain flush, prime, and confirmed the retention window but the front peaks continue to appear on some patient samples along with low total areas. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.